Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited an upstream occlusion alarm message. The error occurred during priming and not while connected to the patient. Troubleshooting was performed but the alarm persisted. Continuous infusion rate: 3ml/hour. Total reservoir volume:140 ml. Given: none. Air detector was on. Upstream sensor. Length of infusion: 46 hours. Per the reporter, there was no patient harm.

Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.